Event description:
This lead was implanted on (B)(6) 2009. The rate/sense portion was capped on (B)(6) 2012 due to decrease r waves (2 mv) and high v threshold (2.5v @ 0.4ms). Impedance was 380. The physician was dr. (B)(6) at our (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).